Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via the log files. The log files spanned approximately 8 days (04aug2020 to 11aug2020 per the timestamp). Atypical no external power alarms activated on 11aug2020 from 03:52:25 to 03:52:29 due to rsoc and bus voltage diminishing to ~3.6v while the device was connected to a mobile power unit. This is consistent with a loss of ac power. The backup battery was able to supply power to the controller until power was restored. The alarm resolved on its own. No other notable alarm was observed. The mobile power unit was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report #: 2916596-2020-05618.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient changed their controller at home on (B)(6) 2020 due to what he states as an "alarm", but couldn't tell much else. A log file review was requested. The event log captured some low voltage advisory events on (B)(6) 2020 at 11:16 on battery power due to normal battery depletion. Also captured low voltage hazard/no external power events on (B)(6) 2020 at 03:52 due to a total loss of power to the mpu, enabling the backup battery in the controller until power was restored to the mpu. No other alarms noted leading up to the controller exchange on (B)(6) 2020 at 21:18.